Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the device handle was broken and disengaged. Device was precluded from testing due to condition device was received in. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was due to the product not being used as indicated which caused or contributed to the reported condition. Replication of broken handle may occur when the device is exposed to an excessive or improper force. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to a laparoscopic hepatectomy, when taking out of the package, the device was found to be damaged. The procedure was completed with another device. There was no patient involvement.